Event description:
The facility reported an infusion pump with failure code 812:02. It was not specified if this failure occurred while infusion on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Information regarding pt demographics, medication involved and device programming was requested but none was provided.